Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00922 / 00923).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2013 due to metallosis. The modular head was removed and replaced.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, it was reported that the patient's surgeon recommends a revision allegedly due to pain and suspected metallosis. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Additional information received indicates a revision procedure took place on (B)(6) 2013 where only the modular head was removed and replaced. Please disregard this medwatch report number as the acetabular cup associated with this manufacturer report number remains implanted.